Manufacturer narrative:
Device was discarded.

Event description:
Customer reported insulin appears to have leaked from cartridge. Cartridge was discarded. No adverse event reported. No product will be returned.